Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported he last recharged the scs system approximately 2 months ago. Reportedly, the external devices would no longer communicate with the scs ipg as well as the patient programmer displayed an error message. Subsequently, the ipg was deemed inoperable. As a result, surgical intervention was undertaken on (B)(6)2017 wherein the device was explanted and replaced with a new model which resolved the issue.